Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.